Event description:
Procedure type: colectomy. According to the reporter: the seal between the reducer cap and inner seal fell out into surgical field. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The pt is recuperating. No pt injury reported.

Manufacturer narrative:
(B)(4).